Event description:
It was reported that the customer passed away following a diabetic coma. No information was provided to indicate whether the pump was in use during the event. A review of pump data will be performed. A review of pump data will be performed. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.